Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed inlet pressure at -12 even with the fluid delivery line disconnected. Mss discussed that this was a failed pressure transducer. The device would be shipped back for warranty repair. Nurse called on (B)(6) 2022, they received an alert 05 (water reservoir empty) and alert 07 (empty pads not complete) in hypothermia mode and fluid delivery line in place. Mss walked nurse through emptying and disconnecting pads, and refilling devices and the device would not fill, so powered off and restarted and tried to fill and empty pads again. No suction was noted and mss had nurse to take off fluid delivery line and device was not filled, and no suction noted. The device was sent to biomed. Per follow up information received via email on (B)(6) 2022, there was no patient injury reported, and it was unknown if patient completed therapy as the device was sent down to biomed. Per sample evaluation result received on 27apr2022, the label was on side panel, and not back panel. The arctic sun unit was primed to fill. Jug was raised above fill port to fill, but filled slow.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed inlet pressure at -12 even with the fluid delivery line disconnected. Mss discussed that this was a failed pressure transducer. The device would be shipped back for warranty repair. Nurse called on (B)(6) 2022 they received an alert 05 (water reservoir empty) and alert 07 (empty pads not complete) in hypothermia mode and fluid delivery line in place. Mss walked nurse through emptying and disconnecting pads, and refilling devices and the device would not fill, so powered off and restarted and tried to fill and empty pads again. No suction was noted and mss had nurse to take off fluid delivery line and device was not filled, and no suction noted. The device was sent to biomed. Per follow up information received via email on 15apr2022, there was no patient injury reported, and it was unknown if patient completed therapy as the device was sent down to biomed. Per sample evaluation result received on 27apr2022, the label was on side panel, and not back panel. The arctic sun unit was primed to fill. Jug was raised above fill port to fill, but filled slow.